Event description:
Reported a patient post-op infection, did shoulder arthroscopy to clean out the surgical site and the anchor pulled out. It was a (B)(6) and they used vancomycin as a antibiotic.

Manufacturer narrative:
No product is being returned for evaluation. (B)(4)